Event description:
The left ventricular assist device (lvad) had developed two small cracks, but that there is no sign of air loss. The vad coordinator reported that this is having no effect on the patient. The patient is scheduled for explant of both the lvad and rvad in a few days due to ventricular recovery, the center feels no replacement of cracked vad will be necessary.